Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report an island dressing. The patient advised that the island dressing gave her a rash while using and noticed about three weeks ago. The registered nurse advised patient to stop using island dressing and use a sterile gauze. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).